Event description:
PICC intravenous line was inserted with proper placement confirmed by x-ray. The catheter appeared to migrate. It was manipulated and subsequently discontinued, noting that the catheter tip was broken off. The catheter tip fragment was confirmed by x-ray to be in the pt's right ventricle. The catheter tip was removed under fluoroscopy in the cardiac catheterization lab without sequalae to the pt.